Event description:
It was reported during the procedural preparation of a 3.0x48mm xience xpedition drug-eluting stent (des) that the stent was noted to be broken after the device was opened from its package. Therefore the procedure was completed with a non-abbott device. There was no patient involvement nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported shaft deformation due to compressive stress and shaft separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed reports, additional information was received. It was reported the 3.0x48mm xience xpedition drug-eluting stent (des) was being advanced through the introducer sheath when the proximal shaft separated. The des was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.